Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The reported event under the system longevity study indiated 20 days post implant, elevated threshold value was observed. Consequently, lead polarity was reprogrammed. No patient complications have been reported as a result of this event.